Event description:
It was reported heart block occurred. A left atrial appendage closure (laac) procedure was being performed using a watchman trusteer access system (was) and a watchman flx pro laa closure device and delivery system (wds). During advancement of the trusteer sheath with versacross connect across the interatrial septum, the patient developed heart block. Medications were administered, after which the decision was made to abort the procedure. A temporary pacemaker was subsequently placed. The physician suspected that they may have hit a node causing the arrhythmia when advancing/dragging the trusteer sheath with versacross connect onto the septum. The temporary pacemaker was removed, and the patient was discharged three (3) days later.